Event description:
Customer reported during operation the drill switch was sticking. The drill was cleaned and the switch no longer functioned. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection of device revealed triggers jam. The trigger plate and gaskets were replaced. Device was tested and the engine was leak proof at output. The device was returned to customer on (B)(6) 2012. (B)(6). Placeholder.